Manufacturer narrative:
(B)(4). Concomitant medical products: reference number: 11-105904, item name: arcom 28mm rngloc lnr hwall 24, lot number: 567700. Visual examination of the provided pictures identified the ceramic head has marks and lines on the internal taper, bottom flat and sphere but otherwise appears to be in good condition. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall size of both implants is appropriate. Polyethylene wear of the acetabular cups is noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to polyethylene wear approximately 15 years post implantation. The head and liner were removed and replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.